Manufacturer narrative:
H10. Additional information in a1, a2, a3, b6 and b7. H11. Corrected information in b5 and h6 (health effect - clinical code and medical device problem code).

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 on the patient left hip due to mechanical loosening of the prosthesis, substantial pain and suffering. During the revision surgery, metal staining was noticed in the synovium surrounding the femoral neck and the rim of the acetabulum. The cup was noticed to be grossly loose. Both resurfacing metallic components were explanted and replaced with tha system. The primary left hip surgery was performed on (B)(6) 2009.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to mechanical loosening of the prosthesis, substantial pain, suffering and metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The intraoperative finding of loosening of the acetabular component can be seen as a result of metallosis, but changes in position or loosening could also accelerate wear and lead to metal debris and result in metallosis. With the information provided the clinical root cause of the reported metal elevated chromium, staining and loosening of the cup cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H10 ¿ additional information d10- concomitant medical products h4- device manufacture date h11 ¿ corrected data b1- adverse event and product problem d1- brand name e1- initial reporter name and address g- contact office ¿ address and facility name corrected

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The intraoperative finding of loosening of the acetabular component can be seen as a result of metallosis, but changes in position or loosening could also accelerate wear and lead to metal debris and result in metallosis. Without the supporting lab/pathology results, imaging, and / or the analysis of the explanted components, the root cause of the reported metal staining and loosening of the cup cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 on the patient left hip due to substantial pain and suffering. The patient outcome is unknown.